Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement. However, unable to perform the displacement test, occlusion test, or verify prime/fill anomaly due to missing retainer. Pump was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of prime/fill anomaly. The customer's blood glucose level was 192 mg/dl at the time of the incident. The customer stated that insulin squirted out. Customer was able to exit the load reservoir process. The product was returned for analysis.